Event description:
It was reported that, "hospital ordered 13 cases of tobra bone cement in (B)(6) 2010. When the shipment arrived, the hospital noticed a foul odor. They searched the shipment, but could not pinpoint the unit that contained the broken vial. It was not until the week of (B)(6) 2011 when the damaged dose was discovered.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.